Event description:
It was reported that the crew was dispatched to a patient in cardiac arrest. The patient was found to be in ventricular fibrillation. The paramedic attempted to defibrillate the patient with the device; however, he was unable to deliver the shock. The paramedic replaced the battery that was stating "low charge" and attempted to shock the patient again, and was still unable to deliver energy. Shortly after the failure, the patient went into a non-shockable rhythm and was treated accordingly. The patient was not resuscitated.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device; however, the reported failure was not verified. Nor duplicated. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. A clinical review of the reported event determined that use error had contributed to the patient's outcome. Sync mode was erroneously initiated at 1 minute and 42 seconds into the code event. Sync mode is intended for use during ventricular tachycardia cardioversion and requires detection of the "r" wave pattern for synchronization of the shock. Ventricular fibrillation is significant for absence of a distinctive "r" wave pattern. The device remained in sync mode during two attempts at charge of the device for intended defibrillation, where the charge was removed either automatically or by release of the charge button after a period of time when no "r" wave was sensed. The code event lasted for approximately another 26 minutes without a third attempt to defibrillate noted. CPR was continued with underlying rhythm apparently alternating between ventricular tachycardia and ventricular fibrillation.